Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0rp5c, implanted: (B)(6) 2015, explanted (partial): (B)(6) 2021, product type : lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 22-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient needed a hip MRI for pain management purposes. The caller read from notes that indicated on (B)(6) 2021, the patient was awaiting system explant, and when they came back on (B)(6) 2021, the ins had been removed. While attempting to remove the lead, it had fractured and part of it remained implanted. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was not able to provide the specific date of explant. Head-only conditions for complete, intact systems were reviewed, and it was advised there was no guidance and the manufacturer could not speak to abandoned/partial systems, and it would be a healthcare provider's medical decision to proceed with any type of scan.